Manufacturer narrative:
This report is submitted on may 08, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (tesla unknown). Surgery to reposition the magnet was completed on (B)(6) 2017. The implanted device remains.